Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports a pediatric needle has a piece of plastic thread on it, where it currently remains on the needle.

Manufacturer narrative:
A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. A picture of the alleged defect was attached to this investigation and confirms the reported condition. The complaint file contains insufficient information to determine a most probable root cause, since a DHR review could not be performed. Since no root cause could be identified, no corrective or preventive action is planned at this time. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.